Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis. On an unreported date, during hospitalization, pd therapy was discontinued and the patient was started on hemodialysis. Four days after being hospitalized for the peritonitis, the patient was discharged. It was reported that the patient recovered from the peritonitis event. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). It was reported during follow up that the peritonitis was caused by a breach in aseptic technique. The breach was further described as the patient did not wear their mask during therapy. Should additional relevant information become available, a supplemental report will be submitted.